Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured, and device manufacture date could not be determined.

Event description:
The customer reported that she obtained a hi reading (over 600 mg/dl) on the blood glucose monitoring system. The customer did not provide the information of the meter used during the event but mentioned that it was connected to her insulin pump. The customer was asleep so her husband gave her 6 units of insulin based on the meter reading. The customer became unconscious, so her husband called the paramedics. The paramedics performed a blood glucose testing with their meter and obtained a low reading, but no specific reading was provided. The customer received intravenous glucose and regained consciousness. The customer was hospitalized for less than a day and recovered well after treatment. The device is not expected to be returned for evaluation, as the hospital kept the device. A replacement meter kit was sent to the customer. Since the meter used during the event, and the information of strips was not provided, this report will be submitted under the contour link meter information, as it is the first ascensia meter, which could be connected with the insulin pump.